Event description:
Boston scientific received information that this atrial lead was exhibiting impedance measurements greater than 2500 ohms in bipolar configuration. However, no impedance measurement could be obtained in unipolar configuration. Additionally, intermittent noise was observed. An x-ray confirmed a lead fracture which is suspected to be a result of clavicular crush. The patient was asymptomatic except for fatigue.

Event description:
----

Manufacturer narrative:
A boston scientific technical services consultant discussed troubleshooting for the patient's next visit. The patient will meet with his primary physician next week. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
The lead was subsequently explanted and returned for testing. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned proximal segment was performed. Microscopic visual inspection confirmed a lead fracture 262 mm from the terminal pin and an insulation abrasion at 260-270 mm. Detailed analysis could not be performed due to the lead damage. The damage observed is consistent with clavicle first/rib entrapment. No other adverse events have been reported. This product issue will be updated if additional information is received.